Event description:
A united states distributor contacted zoll to report that a pt passed away on (B)(6) 2014, at 4:58 am. The pt started coding, went into vf, and was unresponsive while wearing the lifevest. The pt's nurse did not hear the device alarming. The pt was being monitored by hospital telemetry. The nurse reported that the pt's aicd was firing, and hospital staff used a magnet to deactivate the ICD. The lifevest is contra-indicated with implantable cardioverter defibrillators. No data download of the pt's monitor has been able to be completed for the date of the event.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is complete. As received, the electrode belt was fully functional and able to detect and treat. Monitor sn (B)(4) has not yet been returned to zoll for investigation. No data download has been able to be completed. The lifevest is contra-indicated with icds. Electrode belt sn(B)(4): (B)(6) 2009; monitor sn (B)(4): 10(B)(6) 2013.